Event description:
It was initially reported by a company representative that a vns patient was to undergo generator replacement surgery due to end of service. Additional information was received from the area representative indicating the reason for generator removal was due to patient having an infection. At the moment, good faith attempts to obtain further information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.